Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided. Additional information was requested from the contact. The patient age and gender were provided along with the following. The mesh was not implanted into a contaminated site. An investigation was performed by the user facility to ascertain if a sterility breach to their procedure had occurred. Their investigation determined that no known sterility breach to their procedure had occurred. The source of the infection has not at this time been identified. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. The review shows that the facility was provided with a sterile device. Infection is a known inherent risk of surgery. The warning section of the instruction for use, provided with the device states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. Based on this additional information provided, the previous conclusion remains the same. No conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the reported post operative infection. Updated fields. This file represents the 3dmax mesh implanted on the patient¿s left side, an additional follow up MDR was submitted associated with the 3dmax mesh implanted on the patient¿s right side.

Manufacturer narrative:
Additional information has been requested. Based on the limited information provided, no conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the reported post operative infection. Should additional information be provided, this report will be updated. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. The review shows that the facility was provided with a sterile device. Infection is a known inherent risk of surgery. The warning section of the instruction for use, provided with the device states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. This file represents the 3dmax mesh implanted on the patient¿s left side, an additional MDR was submitted associated with the 3dmax mesh implanted on the patient¿s right side the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Due to privacy laws in (B)(4), the customer has not provided any patient details. Not returned.

Event description:
It was reported that on (B)(6) 2017 the patient was implanted with two bard 3dmax mesh devices during a bilateral repair procedure. As reported 10 days post implant the patient presented with a severe bilateral mesh infection. On (B)(6) 2017 the patient underwent the explant the mesh devices.